Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the patient presented to the clinic with a "flicking" sensation in their chest. Upon further analysis, the right ventricular (rv) lead exhibited non-capture due to a rv lead perforation. The rv lead was revised and remains in use. No further patient complications have been reported as a result of this event.